Manufacturer narrative:
This report is filed on february 08, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68482-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on january 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit leading to device non use; subsequently the device was explanted on (B)(6) 2016.